Event description:
It was reported that the patient was charging the implantable neurostimulator (ins) more than expected and could no longer get the ins recharger to communicate with the ins. For the first couple of months; however, the ins was charging normally. A week prior to the report, the ins could not hold a charge. During that time, the patient's battery would be depleted at 9am and would be charged until 3pm that same day. It was unknown what charge level, charge duration, or coupling was obtained in the past. Later that day, it was further reported that zero coupling bars were obtained at the beginning of an appointment with the patient. The reporter indicated that the patient had lost about 10 pounds and the ins seemed to be moving under the patient's skin. It was also stated that the patient had fallen a couple of times. The reporter indicated that the ins was depleted and couldn't be "read." The reporter was going to let the ins charge for about 30 minutes to see if the ins could be read. After recharging for 30 minutes, the coupling bars dropped from 8 to 2, in decrements of 2. However, after moving the recharger down, it was possible to get good coupling. The manufacturer's representative was going to meet with the patient the following day if needed. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received. The patient was taught how to get better coupling by using the antenna dial locator. The patient charged their battery to full capacity at home and is getting stimulation.